Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation report from the implantable cardioverter defibrillator (ICD) indicated that there were possible inappropriate pacing spikes. The ICD was remains in use. No patient complications have been reported as a result of this event.